Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observation of high pacing impedance.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) detected an alert for a high out-of-range pacing impedance measurement greater than 2,000 ohms on the right ventricular (rv) channel. Boston scientific technical services recommended lead testing to evaluate for possible lead impairment, and surgical intervention was later performed to explant and replace the rv lead. It was noted that this crt-d was replaced at the same time as the rv lead due to code 1003 (please refer to emdr report number 2124215-2020-20354 for additional MFR narrative details regarding the code 1003). This crt-d was returned and analysis was completed. This report is updated with the product investigation results. Please note the initial reporter has been corrected according to information received.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and associated right ventricular (rv) lead had an alert for high out-of-range pacing lead impedance measurement greater than 2000 ohms. Boston scientific technical services suggested additional lead testing. Surgical intervention was performed to explant and replace lead. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.